Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported the patient experienced nausea, vomiting, body aches and chills. It was indicated that the expected volume had been 2ml while the actual volume was 8ml which was discovered on (B)(6) 2014. The cause of the discrepancy was not known. When asked what caused the alarm, it was reported that to the health care provider¿s (hcp) knowledge the alarm didn¿t go off. There were no logs noted. It was noted the low reservoir may have gone off the day before the replacement surgery ¿or on (B)(6) 2014¿ as that was the low reservoir alarm date. It was reported no other troubleshooting, interventions or other actions were taken to mitigate or resolve the event. Telemetry strips were provided which noted the pump was changed on (B)(6) 2014. Prior to replacement, the rate had been increased on (B)(6) 2014; a 25 percent increase in the daily dose had been programmed. When the pump was interrogated on (B)(6) 2014, the telemetry strips show a low reservoir alarm had occurred. In terms of how the patient was doing now, it was indicated they had recovered without permanent impairment. No further information was provided.

Event description:
It was reported that the patient has experienced withdrawal. Volume discrepancy reported for the past two refills. At the refill in (B)(6) 2014 the volume was off by 1.7ml and the second refill 5-6 weeks prior to the report the volume was off by 6.0ml. At the time of the report, the physician had not done any testing on pump. The patient was sick with withdrawal symptoms (B)(6) 2014, the patient reported ¿it gets better and gets worse.¿ the patient was sick until her next refill appointment (B)(6) 2014. The pump alarm had gone off prior to her refill appointment in (B)(6), but the patient did not hear it. The physician confirmed it was the low reservoir alarm. The physician gave the patient oral pain meds to compensate until they can figure out what is happening with her pump. They are talking about replacing the pump; they had last seen their physician a week prior to the report. The pump was delivering dilaudid and bupivacaine. No outcome was reported regarding this event. Additional information could not be obtained at the time of the report. Should additional information be received, a supplemental report will be filed.

Manufacturer narrative:
Concomitant medical products: product ID: 8711, serial# (B)(4), implanted: (B)(6) 2006, product type: catheter. Product ID: 8590-1, lot# n083573, implanted: (B)(6) 2006, product type: accessory. (B)(4).